Event description:
A surgeon reports that following intraocular lens implant surgery, a patient complains of seeing a constant arc-shaped shadow in their left temporal visual field. The shadow is most evident in photopic and mesopic light conditions. The patient reports their vision is good (20/20). Additional information has been requested.